Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 50 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead fragment. Particularly between 10 cm and 14 cm as well as around 16 cm proximal to the lead tip, the insulation was abraded through. Based on the characteristics of the damages, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to fracture and malfunction. Details of malfunction were not provided. No adverse patient events were reported. Should additional information become available, this file will be updated.